Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 693558 implantable tachy lead 2010-(B)(6), 5076-52 implantable pacing lead 2007-(B)(6). (B)(4).

Event description:
It was reported that the patient developed vegetative endocarditis. The implantable cardioverter defibrillator (ICD) and lead were explanted and no replaced secondary to sepsis. The patient is enrolled in the system longevity study (sls). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.